Manufacturer narrative:
Based on the current information provided, the root cause of the operative complication cannot be determined. If additional information is received, a follow-up MDR will be submitted. No image or video clip for the reported event was submitted for review. Unable to perform system or instrument logs review with the lack of product and procedure information on file at the time. The event/procedure date is unknown. This complaint is reportable due to the following reason: after a da vinci-assisted surgical procedure, the patient experienced a staple line leak involving a blue sureform 60 reload. As a result of the staple line leak, the patient required additional hospitalization for observation. However, no additional medical/surgical intervention was rendered due to the complication. The cause of the operative complication is unknown.

Event description:
It was reported that a patient underwent a da vinci-assisted distal pancreatectomy procedure and experienced a staple line leak. According to the initial reporter, the staple line leak was related to the use of a blue sureform 60 reload and sureform 60 stapler instrument. As a result of the complication, the patient required hospitalization that was longer than expected. However, no unplanned medical/surgical intervention was required. The patient was discharged well. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information from the surgeon. However, no further details have been received as of the date of this report.